Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of reduced angulation was able to be confirmed. During the evaluation it was observed that the bending angle in the down left and right directions did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions were out of standard due to the wear of the angle wire. The allegation of the malfunction with the raise of the forceps elevator was unable to be reproduced during testing and evaluation. Upon further inspection, foreign material was observed on the forceps elevator. It was also observed that the following unit components were dirty: right and left knob, the grip, the up and down knob, and the bending section cover. These findings were due to incorrect or insufficient reprocessing of the scope. It was observed that there was a loss in water tightness due to pinching on the bending section cover caused by mishandling. It was also observed that the adhesive of the bending section cover was detached. It was observed that the connecting tube had a wrinkle. It was also observed that the scope connector cover had a dent. It was observed that the switch box had discoloration. It was also observed that the image guide protector had a cut. It was observed that the light guide bundle had breakage. Lastly, scratches were observed on the following unit components: scope connector cover, universal cord, connecting tube and on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the angulation of the duodenovideoscope was not ¿up to standard¿ and the forceps elevator did not work. The reported issues were discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material and several unit components were dirty. These findings are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information received from the customer reported the scope was reprocessed according to the instruction for use (IFU) and the device was inspected for abnormalities prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. During reprocessing, there was no delay in starting pre-cleaning, the scope was brushed, manual cleaning was not done within an hour after the procedure and presoaking was not done. The customer did not have an automatic endoscope reprocessor. 3m detergent and j&j disinfectant was used during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviations from the IFU due to manual cleaning not being performed within an hour of the procedure and no presoaking being done; however, a definitive root cause of the foreign material on the device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.